Event description:
In this event it was reported that infection was present two weeks following a sinus lift procedure and placement of pepgen p-15 flow bone grafting material in the 5-6 area. The pt was administered antibiotics to treat the symptoms, though the material was ultimately removed. Please note that the date of event indicated is approximate.